Manufacturer narrative:
MDR 8021545-2026-89163 / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced two infusion set issues in which the infusion set came off the skin while getting up from bed due to tape not sticking event on (B)(6) 2026.